Manufacturer narrative:
The actual device was not received and therefore, could not be evaluated. However, one (1) companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd cycler sets leaked from an unspecified location. This occurred during peritoneal dialysis therapy. It was further reported that a large puddle was observed under the cycler and "leaking from the cassette door". There was no patient injury, however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.